Manufacturer narrative:
(B)(4). Batch #: u5ch2x. Device analysis: the analysis results found that a sr75 reload was received with the right gripping surface damaged. The reload had the proximal 6 drivers up and the remaining drivers down with staples present, the swing tab in the locked position and the knife not completely within doghouse and the swing tab in the unlocked position making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, pushed the firing knob but the knob did not move forward fully. Only a few proximal staples are formed. A new sr75 was replaced and it worked well. There were no patient consequences.